Manufacturer narrative:
The product was not returned to zoll for evaluation. However, the service of the system was performed by the hospital biomed. Therefore, no service from zoll is required. A supplemental report will be filed if the product is returned and investigation has been completed.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that the ivtm thermogad displayed mid:26 (low battery) error message. Battery needs replacement. No patient involved.